Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Event injury was deleted. Device category changed from device other event to incident. Events added from pfs- chronic pain. Reporter information, date of birth, essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.